Event description:
It was reported that the device exhibited lead fracture. Inappropriate therapy was delivered to the patient due to noise on the atrial and ventricular channels. A chest x-ray confirmed that the leads were fractured.